Event description:
Reporter stated the customer was hospitalized with hyperglycemia due to under-delivery of insulin by the infusion device. Her blood glucose elevated on (B)(6) 2014, and she felt insulin was not being delivered. She changed all of the accessories, and her blood glucose continued to rise. She woke on (B)(6) 2014 and felt ill, and her blood glucose was "hi" (>33.3 mmol/l). She was admitted to the hospital and taken off the infusion device. She was placed back on the infusion device when her blood glucose lowered, and it then elevated to "hi" (>33.3 mmol/l) again. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.